Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, three days after placement of a pacemaker, a patient developed a rash on the chest that caused itching and burning. It was reported that due to this, a steroid cream and prednisone as well as follow up with a dermatologist was needed. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Rash requiring medical treatment.